Event description:
The plaintiff alleges that in november of 1999 they were diagnosed with latex hypersensitivity and latex allergy. They allege that during their course of employment as a health care worker, they used and were exposed to latex gloves. They further allege that as a result of their use and exposure to latex gloves and resulting contact with allergens released by or contained is such gloves, they sustained or acquired an illness known as latex hypersensitivity which has caused their permanent injuries and damages, including past and future pain, suffering, disability and loss of enjoyment of life; past wage loss and impairment of future earning capacity; past and future medical expenses; and other compensible injuries, both pecuniary and nonpecuniary in nature. Finally the plaintiff's spouse, alleges that spouse has sustained and will in the future sustain damages as a result of the injuries sustained by the plaintiff.